Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting speed of the vitrectomy probe was slow before vitrectomy surgery. The procedure was completed on same day after replacing the product with new one. There was no patient impact. Additional information was received that vitrectomy probe had normal cutting at the beginning of the surgery, but after using it for a while, it had poor cutting performance and the problem could not be resolved after reducing the cutting speed.